Event description:
It was reported that the pt apparently had two episodes of overdose following a (B)(4) study. The (B)(4) study was inconclusive. The (B)(4) study was normal. The device was replaced. Catheter was surgically examined and found to be patent. Pt outcome was reported as recovered without sequelae. The drug delivered via the device was not stated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump revealed no anomaly, normal device function. No catheter was returned for analysis. Drugs delivered per analysis via the device were dilaudid and baclofen. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
It was later reported that the catheter and rotor studies were normal on (B)(6) 2012.

Manufacturer narrative:
(B)(4).